Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test. Device was received with cracked select button keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir lip ring was damaged. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the reservoir was not able to lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.